Manufacturer narrative:
The hill-rom technician evaluated the blower and mattress and found that the hose connections were ripped out from abuse. The wocn confirmed that the nursing staff is causing the damage to the blower/hoses. She explained that they are hitting the hose connections on door ways as they are transporting the beds. The hill-rom technician replaced the hose connections to repair the unit. Based on this information, no further action is required. The patient acquired an unstagable and necrotic wound described as a demarcated depressed wound on the coccyx and right buttocks area. Susan stated the wound was diagnosed as incontinence associated dermatitis. Per the wocn the wound is being treated with a cream. The account also confirmed that when the patient is in dialysis, they are not allowed to be moved or turned. Development of pressure ulcers is multifactorial and cannot be only attributed to performance of the surface. Risk factors include protein-calorie malnutrition, microclimate (skin wetness caused by sweating or incontinence), diseases that reduce blood flow to the skin, such as arteriosclerosis, or diseases that reduce the sensation in the skin, such as paralysis or neuropathy. Position changes are key to pressure sore prevention and treatment. These changes need to be frequent, repositioning needs to avoid stress on the skin, and body positions need to minimize the risk of pressure on vulnerable areas.

Event description:
Hill-rom received a report from the account stating the patient acquired an unstagable and necrotic wound. The mattress was located at the account. This report was filed in our complaint handling system as complaint #: (B)(4).